Manufacturer narrative:
This event was initially reported under manufacturing report number 0001822565-2017-00227, which has been voided. Manufacturing report number 0001822565-2017-07460 will be kept for investigation purposes. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned part(s) determined that part exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off. The fragment was not returned for evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found broken. No adverse events have been reported as a result of the malfunction.